Manufacturer narrative:
One flexiva 200 tractip laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appears used. Additional examination under magnification revealed that the pattern on the tip face was consistent with a fracture indicating that the tip detached. The fiber received was broken into four pieces. The first piece measured approximately 68 cm from the distal tip to the break. The second piece measure approximately 18.5 cm. The third piece measured approximately 17 cm. The fourth piece measured approximately 210 cm from the top of the connector to the break. The fiber face within the sub miniature-a (sma) connector was dimly illuminated, this indicated that the fiber was broken within the connector. As a result, the aiming beam exiting the break was very dim and effective transmission was not measured. Functional analysis revealed that the ¿attach laser fiber¿ message cleared the console after attachment indicating that the fiber was recognized by the laser unit. The condition of the returned device confirms the reported event. The damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A similar complaint search was performed using gcs2, which revealed no other similar complaints towards this lot.

Event description:
It was reported to boston scientific corporation on october 6, 2016 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2016. Reportedly, the laser unit used was holmium p120. According to the complainant, during unpacking and outside the patient, the fiber was seen broken a few inches from the tip. There was no damaged noted to the packaging. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on october 6, 2016 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2016. Reportedly, the laser unit used was holmium p120. According to the complainant, during unpacking and outside the patient, the fiber was seen broken a few inches from the tip. There was no damaged noted to the packaging. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.